Event description:
It was reported by the customer that the needle comes out of the plastic hub after it is retracted. No information was received regarding any serious injury as a result of this product issue.